Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a revision procedure wherein the old implantable pulse generator (ipg) was replaced with a non rechargeable ipg. The patient was doing well postoperatively. The explanted device was discarded by the facility.